Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: investigation flow: damage. Visual inspection: the bone reduction forceps-large (p/n: 398.985, lot number:t193563) was received at us cq. Upon visual inspection, it was observed that the right jaw tip had broken off. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage and device geometry. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the right jaw tip had broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 398.985; lot number: t193563; manufacturing site: tuttlingen; release to warehouse date: may 08, 2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during the placement of the reduction clamp on fracture, the tine of the clamp snapped off. The broken clamp was removed from the field. Fragments were generated. The fragments were removed easily without additional intervention. There was no surgery delay. The procedure successfully completed. There was no patient consequence. This report involves 1 bone reduction forceps-large. This is report 1 of 1 for (B)(4).